Event description:
The pt stated that on 11/18/06 his blood glucose elevated to over 300mg/dl. He stated he could smell insulin and he noticed his infusion tubing was leaking. He stated when he moved the infusion tubing, it separated completely at the luer lock connection. He stated he changed his infusion tubing and bloused to decrease his blood glucose. A normal blood glucose reading is around 110mg/dl. The only symptom of high blood glucose was frequent urination. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for eval.